Manufacturer narrative:
It was reported that during surgery, the surgeon changed the cutting block from visionaire to standard one for cutting further. However, the two pins didn¿t fit into the pinholes on the standard one. It seemed that the length between the two pinholes on visionaire cutting block were not the same with the standard one. The affected complaint device, used in treatment, was returned and evaluated. Visual inspection of the returned device showed dark stains on the part but no obvious damage. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our investigation including an engineering review by our visionaire team noted that after evaluation, it was found that the engineer did not select the correct expression for a journey I femur block. A relationship, if any, between the device and the reported incident is corroborated. The possible potential root cause of this failure is determined as human error. The responsible alignment engineer is no longer in this position, therefore the corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, the surgeon changed the cutting block from visionaire to standard one for cutting further. However, the two pins didn't fit into the pinholes on the standard one. It seemed that the length between the two pinholes on visionaire cutting block were not the same with the standard one. No harm to the patient. 3 minutes delay. The device will be returned for evaluation. Additionally, case was sent with gii mis style pinholes when japan should only receive journey I style pinholes for all journey ii cases.